Event description:
It was reported that the implant at tooth location 14 was removed due to peri-implantitis.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: additional PMA/510(k) number ¿ k011028, k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative. Implant date updated to unknown, the implant date provided by the doctor was previous to manufacturer date. Doctor could not provide additional information.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: d9: device available for evaluation change ¿yes' to 'no.' This report is being sent to correct product return from yes to no.

Event description:
No further event information is available at the time of this report.